Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data indicated a partial electrical reset. A single bit error occurred on five separate occasions.

Event description:
It was reported that the implantable pulse generator (ipg) displayed invalid data in the rate histograms, pacing percentages and arrhythmia episodes and an electrical reset was questioned. The device remains in use and the patient is to follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.